Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of the inability to insert the atrial lead into the header was confirmed. Visual inspection identified epoxy on the atrial ring spring. The epoxy caused the atrial lead insertion difficulty.

Event description:
It was reported during implant that the atrial lead could not be inserted into the device header. The device was replaced and returned.